Event description:
A malfunction alarm with code malf 12 was reported. There was no reported adverse impact to the customer's blood glucose level. The customer was instructed to reset the pump three times and agreed to use multiple daily injections (mdi) as a backup therapy. Technical support arranged for a replacement pump to be shipped under warranty, provided instructions for storage mode, and requested the return of the faulty pump using a pre-paid label within ten days.